Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/18/2019. Device evaluation summary: according to the information received the patient developed capsular contracture associated with the breast implant. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the reported issue is unrelated to the breast implant, and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7358065, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade iii capsular contracture concomitant products: 425cc mentor memorygel breast implant, catalog #3504254bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 425cc mentor memorygel breast implant and was diagnosed left sided baker¿s grade iii capsular contracture post procedure. As a result, the device was explanted on (B)(6) 2019.